Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. There was no patient involvement. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. Identification of issue has been done by analyzing problem description. In further process of complaint handling, received information indicated that no further details regarding this customer product complaint are available and the customer did not give any feedback. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/16/2021; corrected manufacture date: 03/11/2021. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse h3 other text : 4112.

Event description:
Manufacturer's ref #: (B)(4).